Manufacturer narrative:
(B)(4). It was reported that the last therapy completed using the baxter homechoice device was performed and completed nineteen days prior to the patient passing away. The device was received for evaluation. There were no increase intra-peritoneal volume (iipv) events noted in the therapy logs that could have caused or contributed to this event. It was not reported if the patient was using baxter products during the hospitalization after the final therapy was completed on the baxter homechoice device. The device is no longer considered suspect in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized thirty days prior to passing away. Treatment provided during the hospitalization was not reported. It was not reported if dianeal and or extraneal therapy was being performed with a baxter device prior to or at the time of death. The cause of death was reported to be congestive heart failure and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.